Event description:
It was reported that the patient presented for follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator. The shock was caused by an episode of atrial flutter while the patient carried heavy electrical equipment. No interventions were made. The patient was stable.